Event description:
Related manufacturer reference number: (B)(4). It was reported a patient's right ventricular (rv) and atrial lead presented with high output, poor pacing, poor sensing, and loss of capture due to dislodgement, confirmed via x-ray. The leads were explanted and replaced in a procedure on (B)(6) 2024. During procedure, the atrial and right ventricular (rv) lead helix would not retract and they were abandoned. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, loss of capture and r-wave amp variation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event helix mechanism issue was confirmed. X-ray examination found the inner coil in the connector region was overtorqued and the helix was stretched consistent with procedural damage. The helix mechanism could not be tested due to damaged helix, as received. The cause of the reported event of helix mechanism issue was isolated to overtorqued inner coil, helix being damaged and clogged with blood/tissue. The reported events of loss of capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.